Event description:
It was reported that during a lap cholecystectomy, the device was clipped onto the vessel and it would not release. The device was cut off the vessel. They used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
.